Event description:
According to the reporter, during diaphragmatic hernia procedure , while using a metal ring, the device hit the metal and the bottom tip broke off. They were able to retrieve the bottom tip in its entirety without the need of any additional procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.